Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by turbid fluid. The same day as the event onset, the patient was treated with vancomycin injection (2gm, discontinued after 13 days) and amikacin injection (125gm, discontinued after 13 days) for peritonitis. Two days after the event onset, the patient was hospitalized for the events. Six days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. It was reported that patient retraining was completed. No additional information is available.